Event description:
It was reported that the patient presented in the clinic for follow-up. Device interrogation revealed non-sustained right ventricular oversensing (nsrvo) episodes due to noise on the right ventricular (rv) lead. The device was reprogrammed. The patient was in stable condition and would continue to be monitored.